Event description:
It was reported that the tactra device was explanted due to unspecified reasons at an unknown date before an inflatable penile prosthesis (ipp) implant surgery. No patient complications were reported.